Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray performed and revealed the right atrial lead had dislodged. During lead revision, the lead helix was not possible to be retracted or extended. The lead was explanted and replaced. The patient was in stable condition.